Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer's blood glucose level was approximately 400-500 mg/dl. Reportedly, the customer administered a correction bolus via pump to address bg level and reverted to manual injections for insulin therapy.